Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], zinc toxicity [metal poisoning], extensive nerve damage [nerve injury], tingling in feet and toes [paraesthesia], numbness in feet and toes [hypoaesthesia], severe pain in feet and toes [pain in extremity]. Case description: an attorney reported that her client, a (B)(6) female, used fixodent denture adhesive, version unk beginning 1975 to the present and super poligrip from 1975 through 1978 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage, tingling in feet and toes, numbness in feet and toes, severe pain in feet and toes. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.